Event description:
Customer reported occurrence of an alarm 2 related to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support to troubleshoot by disconnecting the tubing and delivering a series of boluses, resulting in partial resolution after multiple attempts. Ultimately, customer was advised to replace supplies as necessary and resume insulin, with the option for follow-up assistance provided.